Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse or did not infuse at the proper rate. A drug was administered by setting up two primaries but one was clamped off above the pump (medication, dose, programmed amount and delivery rate unknown). The event occurred during patient use at the oncology department. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.